Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a blue screen, which resulted in a delay in dispensing the required medication. The technical support specialist resolved the blue screen issue and the customer fixed the remote manager issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the blue windows desktop screen during an attempt to recover the refrigerator. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.